Manufacturer narrative:
(B)(4). Additional information received from the customer will be included in a follw up report. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that after completing the self-test the unit showed "vent inop", "motor fault", and "high peep" messages. The customer states that there was no patient involvement during this reported event.